Event description:
It was reported that the pt had surgery to repair a severed tendon in pt's left hand. The repair was done by resident in a busy ER. A month or so later the pt was using industrial strength weed eater, and a hour later their thumb "swelled up and puss came out of wound". The pt went to their family doctor who confirmed a staph infection and treated the pt with antibiotics. The pt also reports that suture spitting occurred in conjunction with this event, and the spitting suture was apparently removed by a family doctor. The pt now reports having a ganglia and that their hand becomes edematous and painful with any activity.